Event description:
The customer reported that the scope¿s elevator is fully going up. The customer also alleged the scope¿s angulation was not at standard. There was no patient injury reported. The scope was returned to olympus (B)(4) for evaluation and found foreign material on the scope¿s forceps elevator. This report is being submitted to address the foreign material observed during evaluation.

Manufacturer narrative:
The reporter¿s contact, occupation and health profession are unknown at this time. Further inspection of the returned device partially confirmed the customer¿s complaint as the low angulations and major free play due to deformation of bending tube. The elevator parameters were checked and found to be in specification. A leakage was found at the bending section rubber. Restriction and scratches were found inside the biopsy channel of the scope. Scratches were noted the universal cord of the scope. A second leak was noted on the scope connector. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Based upon data obtained via investigation, this event may have occurred due to inadequate reprocessing by the user. The instructions for use (IFU) of this device (reprocessing manual) states regarding the brushing method around the forceps elevator as follows: 3.5 manual cleaning: brush around the forceps elevator and instrument channel outlet. Moreover, the IFU (reprocessing manual) states as follows: 3.3 precleaning: if the endoscope is not immediately precleaned, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. From above, we presume that the suggested event could be prevented. Olympus will continue to monitor field performance for this device.